Manufacturer narrative:
Returned product examination: pgs quality operations (qo) (B)(4) did not receive a returned complaint sample for evaluation. However, images of the complaint sample were provided by the complainant. The images show one opened foil pouch, and one opened paper peel pouch. The inner envelope has been removed. The length of the returned sponge was measured below at 3.0 cm. The left side of the sponge in image 2 shows a distorted edge. The center of the sponge in image 4 shows the sponge appears to have been a cut down the center. Further communication with the customer confirmed they cut the sponge, used one half, and sent the remainder back as a complaint sample. Conclusion: the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and to the mdcp team for evaluation. Further action by pfizer (name) is not required.

Event description:
Event verbatim [preferred term] a user felt thickness of sheet was different compare to usual/product with physical appearance defect/issue is used on patient [poor quality product administered] , a user felt thickness of sheet was different compare to usual/product with physical appearance defect/issue is used on patient [product physical issue] , . Case narrative:this is a spontaneous report from a contactable consumer (a complaints specialist for manufacturing site for gelfoam). A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam, sterile sponge), lot number fj473, expiration date may2016, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The user felt thickness of sheet was different compare to usual. A complaint has been received by pfizer (city name) with confirmation of a malfunction. The reporter did not report a malfunction. There were no associated adverse events to any patient which occurred as a result of felt the thickness of sheet was different compare to usual. The impact to the device is a possible lack of effect, an inability to use the product, or the possibility for an adverse event with an associated worst case severity of s4. Harm (worst case s4): product with physical appearance defect/issue is used on patient, with reduced hemostatic efficacy resulting in impaired hemostasis, leading to postoperative bleeding complication requiring reexploration surgery (repeat surgery) which requires hospitalization, causing morbidity or permanent injury (such as organ failure due to lack of perfusion, acute renal failure, low cardiac output syndrome, blood transfusion related morbidity, failed outcomes of initial surgery, etc) or causing morbidities due to increased mechanical ventilation. Action taken in response to the events for absorbable gelatin was unknown. This investigation, initially approved on 10may2016, was amended upon completion of a quality assurance report (qar). The addition of this information did not change the initial assessment of this batch and this batch remains acceptable. According to the user, they cut the sponge and the sponge was stored in the carton. It is important to note that this products presentation does not include a carton, but a foil pouch, as a secondary container. Scope: the scope of this investigation included the finished goods lot, fj473 and the manufacturing goods lot h08915, and h08916. The batch records and acceptable appearance of the retained samples confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Returned product examination: pgs quality operations (qo) (B)(4) did not receive a returned complaint sample for evaluation. However, images of the complaint sample were provided by the complainant. The images show one opened foil pouch, and one opened paper peel pouch. The inner envelope has been removed. The length of the returned sponge was measured below at 3.0 cm. The left side of the sponge in image 2 shows a distorted edge. The center of the sponge in image 4 shows the sponge appears to have been a cut down the center. Further communication with the customer confirmed they cut the sponge, used one half, and sent the remainder back as a complaint sample. Reference sample examination: acceptable. One pfizer retained reference sample foil pouch labeled gelfoam absorbable dental sponge, no. 12, (1 per envelope), lot fj473, and exp: 05/2016 was examined. One peel pouch was chosen at random. The peel pouch was intact and the side seams were completely sealed, with no discoloration or damage. The product sponges were felt through the envelope and appeared to be intact and sized as expected. The peel pouch was opened easily as indicated. The inner envelope was examined with no damage noted. The product sponges were removed and examined. The sponges were of a characteristic shape and size, undamaged, and appropriate in color and appearance. No quality defects were observed. Deviations: acceptable. Deviations, laboratory investigation reports (lir), and change management records were reviewed, and there were no deviations recorded during the processing of the reported batch which were related to the nature of this complaint; however, quality assurance report (qar) #(number) was completed to investigate a root cause. The root cause was determined to be environment related. It was determined that there was no impact to quality of the batch and the batch remain acceptable. Packaging records: acceptable. The packaging records associated with the reported lot were reviewed and found to be acceptable. Audits are performed on the finished packaged units hourly throughout the final packaging process. A review of the data for the reported lot confirmed that out of the 365 (total) finished units audited, there were no defects observed. It is important to note the sponges are not evaluated during these audits. Individual units of gelfoam are placed in inner envelopes with the open end of the envelope folded closed. Per procedure, the operators are required to inspect the envelopes prior to inserting the product. Any defective sponges are documented and removed for waste disposal. Following this 100% inspection and packaging process, the product filled inner envelopes are enclosed and sealed into printed peel pouches by automated equipment. Review of the batch record confirmed that all equipment was operating within validated parameters. The sealed gelfoam pouches are then processed in a dry heat sterilization oven. A review of the sterilization documentation within the associated bulk manufacturing batch record confirmed that all sterilization cycle temperatures and time ranges were within acceptable limits. Manufacturing records: acceptable. The bulk compounding and manufacturing batch records were reviewed as part of this investigation and were found to be acceptable. All processing steps were performed within pre-established parameters. All extrusion parameters were within requirements. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. No defective bricks were noted for the reported lot. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All sponge sample measurements were performed and documented as acceptable. All defective sponges were identified and removed. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device combination product (mdcp) team was not notified. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. There were no previous MDR relevant to the reported complaint; therefore, the reported complaint was not escalated to pfizer us safety as a repeated MDR occurrence. Qo batch history report: acceptable. The results of all tests and inspections met required specifications at the time of release for distribution on 29aug2013. Batch specific trend review: acceptable. The lot history for gelfoam sterile powder, lot fj473, and complaint classification 'product appearance' has been evaluated. This is the only complaint for this batch and classification. There are no lot specific trends identified. Medical device trend review: acceptable. The complaint history for the absorbable material foam product category and class of 'product appearance' was evaluated. Reviewing the whole three year period, there was a month that included a higher than normal number of complaints for both the classification product appearance and the sub-class of product appearance defects not classified. Three (3) complaints were received for three different batches in nov2015. The investigations of each of the three complaints confirmed the acceptability of the involved batches. No trend was identified that would require further investigation, or notification to the mdcp team for evaluation. Root cause: pfizer (name) quality operations determined the root cause for the defect to be environment related through qar #(number). The returned sample, and further communication with the customer, confirmed that the sample was cut and manipulated prior to initiating a complaint. Per the affiliate, the customer defined that the product was stored in the carton; however, this products presentation does not include a carton. This product is stored in a foil pouch. More specific storage conditions were requested; however, they have not been made available at the time of this writing. Review of the retention sample confirmed the acceptability of the lot. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this lot had met established requirements at the time of release. It is unknown how the sample was handled, used, or stored after leaving the pfizer (name) site. Corrective action: there were no corrective actions determined through qar #(number). The qar states that it cannot be determined that the defect originated from the gelfoam manufacturing process; therefore, no corrective actions are warranted. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. Quality of lot: acceptable. The details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s4 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the reported complaint were forwarded to the mdcp team for evaluation. Based upon the results of this investigation, pgs-qo (name) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. The site quality director, (B)(4), agreed with this assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: this is a consumer report and the reported device issue of "felt the thickness of sheet was different compare to usual" did not cause serious injury in this patient. This is single potential device malfunction which has a theoretical risk to cause serious injury (a possible inability to use the product, with reduced hemostatic efficacy resulting in impaired hemostasis) to patient and result in deterioration in state of health of the patient, if it were to recur. Company product quality investigation shows no trend that would require further investigation, and the root cause for the defect to be environment related, and no corrective actions are warranted. The investigation concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Follow-up (18feb2019): this report is submitted to upgrade the case to a reportable MDR., comment: this is a consumer report and the reported device issue of "felt the thickness of sheet was different compare to usual" did not cause serious injury in this patient. This is single potential device malfunction which has a theoretical risk to cause serious injury (a possible inability to use the product, with reduced hemostatic efficacy resulting in impaired hemostasis) to patient and result in deterioration in state of health of the patient, if it were to recur. Company product quality investigation shows no trend that would require further investigation, and the root cause for the defect to be environment related, and no corrective actions are warranted. The investigation concludes that there is no impact to the quality of the batch, and the batch remains acceptable.